Manufacturer narrative:
Reported event was able to be confirmed due to medical records received. Concomitant medical products- shell porous with cluster holes 48 mm o.d. Catalog#: 00620004822 lot#: 61186045, bone scr 6.5x25 self-tap catalog#: 00625006525 lot#: 61786031, femoral head 32 mm diameter long 14 mm neck length catalog#: 00902603400 lot#: 61092832, chart-stik label smith and nephew catalog#: 71302803 lot#: 10lm08629, chart-stik label smith and nephew catalog#: 71306110 lot#: 10em03899. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620004822, shell porous with cluster holes 48 mm o.d., 61186045, 00625006525, bone scr 6.5x25 self-tap, 61786031, 71306110, 10em03899, unknown, 71302803, 10lm08629, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that there was difficulty in seating the liner. The liner was swapped to a new liner intraoperatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.